Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. The complete implant date is unknown. The event date is unknown.

Event description:
This report is related to a (B)(6) patient. It was reported the patient received a low battery warning, in turn, their programming device was unable to communicate with their ipg. As a result, the patient's ipg was explanted and replaced. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
The reported event of low battery / eri message was confirmed. Analysis of the returned ipg found that the device had normal battery depletion; a longevity calculation confirmed normal battery depletion based on average device usage.

Manufacturer narrative:
Date of implant was gathered via follow-up.